Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer called concerned with test results from results obtained of 154, 171, 163 and 256 mg/dl. The customer stated his expected am fasting blood glucose test result range is 120-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was performed by the customer non-fasting and produced test results of 180 mg/dl and 180 mg/dl using true metrix air meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/30/2027 and per the customer the open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 125 mg/dl date: (B)(6) 2026, time: 5:17 am fasting, result 2: 154 mg/dl date: (B)(6) 2026, time: 4:30 am fasting, result 3: 171 mg/dl date: (B)(6) 2026, time: 5:10 am fasting, result 4: 163 mg/dl date: (B)(6) 2026, time: 4:38 am fasting, result 5: 256 mg/dl date: (B)(6) 2026, time: 4:37 am fasting.